Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in that reportedly dripped an unspecified chemotherapy downward, even after closing the air vent during patient administration (after priming). The customer stated that the drug leaked out through the clave from the full infusion bag. There was no patient harm and no unprotected chemotherapy exposure.